Event description:
It was reported that the patient, who was involved in the (B)(4) clinical study, experienced dyspnea approximately 1 month post implant of the implantable pulse generator (ipg). The patient was treated with digoxin and the issue was resolved. The patient died approximately 3 months post implant of the ipg. It was reported that the patient was very weak and had a weak heartbeat. A cause of death was requested and not received.

Manufacturer narrative:
The patient's medical history was significant for sinus node dysfunction and hypercholesterolemia. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. (B)(4).